Manufacturer narrative:
Device not returned.

Event description:
Reportedly the pt expired in 2007, after 26 days of implant duration due to unknown reasons. On 06/25/08, and 07/02/08 request for info sent to surgeon's office to no response. No further info has been rec'd on this pt and/or device. Please also reference MFR report # 6000002-2008-08312, for 3000tfx and MFR report # 6000002-2008-08313. For 6900ptfx heart valves also implanted.